Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture confirmed via MRI'. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in device on the posterior side assessed as fold flaw opening (tear) opening and missing side assessed as inconclusive. Additional observations: no penetrating nick ( stress marks) observed on the device. Crease fold observed on the device. Observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported left side "rupture confirmed via MRI'. The device has been explanted.